Manufacturer narrative:
The field complaint of capturing problem was not confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement level. Capture test found no anomalies. Electrical and mechanical analysis performed, including sensitivity test under field settings indicated normal device functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, high capture threshold was observed on the device. The physician alleged an issue with the devices header. The device was explanted to resolve the event. The patient was stable with no consequences.